Event description:
Abutment removal: patient has single sided deafness, transitioning to cochlear implant. No indication of device malfunction.

Manufacturer narrative:
There are no indications that the occurred is a result of manufacturing or component failure. Abutmen removal do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.